Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported microadhesions on the anterior capsulotomy in a patient's right eye during laser assisted cataract surgery. The doctor completed the capsulotomy by circumferentially detaching adhesions. During hydrodissection, that anterior capsule extended at the point of the adhesion. The doctor completed the procedure by placing a posterior capsule intraocular lens (iol) in the bag without any further incidents. The extension was noted to not have continued to the posterior capsule.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative.. The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).